Event description:
The following is based on medical records provided by the patient: on (B)(6) 2004 - patient underwent laparotomy. Composix kugel mesh (#1) was noted to be rolled up. Patient had multiple ventral hernias superficial to mesh (#1), however mesh was preventing recurrence. Mesh (#1) was explanted and composix kugel mesh (#2) was implanted. Lysis of adhesions was performed. On (B)(6) 2004 - CT showed a hernia in the anterior abdomen wall with a loop of small bowel. Patient underwent laraptomy. Mesh (#2) was explanted, and no evidence of hernia, incarcerated bowel, or obstruction was found. Adhesions with inflammatory reaction were noted and lysed. Several serosal tears were encountered, and repaired with sutures. Mesh (#2) was reinserted and tacked in place. On (B)(6) 2004 - patient underwent CT guided aspiration and catheter placement for abscess. On (B)(6) 2005 - patient was admitted for multiple fistual tracts. On (B)(6) 2005 - patient underwent laparotomy. Lysis of adhesions and small bowel resection were performed. Infected composix kugel (#2) was explanted and enterotomies closed.

Manufacturer narrative:
Based on the information provided, no definitive conclusions can be made. The patient has multiple co-morbidities including obesity, peptic ulcer disease, and irritable bowel syndrome. One week after implant of composix kugel mesh (#2), mesh (#2) was removed, the abdomen was explored, then mesh (#2) was reinserted. Post-op notes between (B)(6), indicate the patient was felt to have chronic partial small bowel obstruction and patient was transferred 4 times to different hospitals in 6 weeks. Four months after implant of mesh (#2), the mesh became infected and was explanted (pg 2 of operative report is missing). Post-operatively, the incision was initially clean, then patient was readmitted with sepsis and hypotension. Cultures were positive for bacteria. The information provided indicates that the patient developed and was treated for infection, inflammation, adhesions, and fistula, which are known adverse events listed in the IFU. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review was performed, including a review of sterility records, and found no evidence of a manufacturing related cause for the alleged event. There is no indication of defective mesh. Additionally, no product has been returned. If an additional information is obtained, a follow-up MDR will be submitted. See MDR 1213643-2008-00243 for information related to the composix kugel mesh implanted on (B)(6) 2004.